Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. Customer stated that the pump was not delivering bolus properly. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue to use the pump or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists five (5) boluses on 8/23/2023 and 8/24/2023 (event date), listed below: 08/23/2023 04:46:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 08/23/2023 09:51:48.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 12 bolusamountdelivered = 12 08/23/2023 20:09:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 11.5 bolusamountdelivered = 11.5 08/24/2023 07:20:42.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3 bolusamountdelivered = 3 08/24/2023 13:42:34.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 9.5 bolusamountdelivered = 0.25 08/24/2023 13:42:34.000 alarmalertnotification faultnumber = no delivery (7) linenumber = 402 filenumber = (B)(6). Please see below for the daily total of all insulin delivered on 8/23/2023 and 8/24/2023 (event date): 08/24/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 08/23/2023 00:00:00.000 dailytotalofallinsulindelivered = 46.5 dailytotalofbasalinsulindelivered = 18.1 dailytotalofbolusinsulindelivered = 28.4 08/25/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 08/24/2023 00:00:00.000 dailytotalofallinsulindelivered = 14.425 dailytotalofbasalinsulindelivered = 11.175 dailytotalofbolusinsulindelivered = 3.25 there were no auto suspend events on the event date, 8/24/2023. Please see below for the user suspend events on 8/23/2023 and 8/24/2023 (event date): 08/23/2023 06:16:53 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended 08/24/2023 07:21:42 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended 08/24/2023 15:28:36 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.